Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Prior to patient use, as the scrub tech was flushing the carto vizigo¿ 8.5f bi-directional guiding sheath - medium dilator, the irrigation stream appeared to be split in two. Upon inspection, the plastic at the dilator tip was damaged. They exchanged the sheath set to continue. There was no patient consequence reported. Additional information was received. The tip of the dilator had a piece of plastic bent over the hole, resulting in the flush going in two different directions. It was not known if any internal sheath mechanism was exposed. The tip of the dilator was rough with the bent plastic. No lifted or damaged electrodes. The issue was discovered prior to the procedure starting. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No physical damage related to the event reported by the customer was observed. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a dilator tip damaged issue occurred. Prior to patient use, as the scrub tech was flushing the carto vizigo¿ 8.5f bi-directional guiding sheath - medium dilator, the irrigation stream appeared to be split in two. Upon inspection, the plastic at the dilator tip was damaged. They exchanged the sheath set to continue. There was no patient consequence reported. Additional information was received. The tip of the dilator had a piece of plastic bent over the hole, resulting in the flush going in two different directions. It was not known if any internal sheath mechanism was exposed. The tip of the dilator was rough with the bent plastic. No lifted or damaged electrodes. The issue was discovered prior to the procedure starting.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 09-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).